Event description:
It was reported that the 9800 system had no fluoro image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board and the high voltage tank were replaced during the service call. The system was tested and found to be working as intended, and put back into service.